Event description:
The doctor trialed to his satisfaction, after assembling the parts, the socket shell was impacted on the size 12 humeral stem and did not engage. The doctor used a heavy mallet for impaction, the base of the shell was in contact with the humeral stem but was not going to engage. A size 10 humeral stem was opened, the doctor attempted to engage the neutral socket with no success. The doctor decided to counter sink the broach and utilize a +4 socket shell. The +4 socket shell was assembled with a standard 32mm insert and then impacted on the size 12 humeral stem. Engagement between all components occurred and the assembled humeral component was cemented in the patient.